Event description:
It was reported the patient is unable to recharge her ipg and she lost stimulation. She stated she has gained a lot of weight and believes her ipg may have flipped in the pocket. It was reported the physician plans to explant and replace the ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.